Manufacturer narrative:
(B)(4). Concomitant products: catalog #42502806401, trabecular metal femoral component, lot #62763696; catalog #42512200512, articular surface, lot #62815744. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient's knee was revised due to loosening.

Manufacturer narrative:
(B)(4). The reported event is confirmed through receipt of operative notes. No product was returned; visual and dimensional evaluations could not be performed. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. The reported components were reviewed for compatibility with no issues noted. Review of the revision operative notes indicates that the tibial component was noted to be grossly loose. There was noted to be minimal bony ingrowth into the component, but the bone itself was sclerotic. Femur was noted to be firmly ingrown into bone and so it was left in place. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The root cause is considered to be a previously addressed design issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.